Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient receiving morphine (10 mg/ml at an unknown dose) via an implantable infusion pump. It was reported that the patient had a previous pump implanted in her backside and she had an infection at the pump site. The pump was replaced with a new pump put into her abdomen. No further complications were reported.